Event description:
It was reported, the video system center had the image flicker. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 city: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reported issue was found after a diagnostic procedure, which was completed using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a failure of the video connector socket. Olympus will continue to monitor field performance for this device.